Manufacturer narrative:
(B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use, the safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in the revision of previously placed stent grafts. The IFU states: do not attempt to withdraw any undeployed endoprosthesis through the introducer sheath. The sheath and catheter must be removed together. The IFU also states: do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and reintervention.

Event description:
On (B)(6) 2017, the patient underwent revision of a previously treated abdominal aortic aneurysm whereby aortic extender components were being implanted into a collapsed non-gore device. It was reported that after two aortic extender components were implanted within the non-gore device, an attempt was made to advance a third aortic extender component. However, this device was not able to be advanced and was removed from the patient with no issue after a ¿popping sound¿ was heard during withdrawal into the sheath. Another aortic extender component was then advanced, but the device also reportedly met resistance during advancement through the previously implanted devices. It was reported the physician attempted to retract the device back into the sheath and also met resistance. After retracting into the sheath, it was reportedly determined there was also some slight separation between the trailing olive and endoprosthesis, but no ¿popping¿ sound was heard. The device was reportedly readvanced and was able to be placed into its intended position and deployed with no issue. The patient tolerated the procedure.